Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 19march2019. The customer troubleshot with philips technical support. The customer replaced the touchscreen assembly and the issue was addressed.

Event description:
It was reported that the ventilators touchscreen was unresponsive in the lower right of the display. There was no patient harm reported. The event date was not specified; estimate used.